Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion l5-s1. It was reported that the set screw became cross-threaded during final tightening. The surgeon noticed after final break-off. At that point he removed the set screw and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Visually and optically identified witness marks on the lower flanks of the set screw threads. Optical examination did not identify material deformation, removal, or gouging of the threads. Functional evaluation with sample mas screw head did not identify functional issue with full and proper seating of the set screw, with typical resistance or effort. Unable to replicate customer concern. After visual, optical and functional evaluation, the implant appear to have function as intended.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.